Event description:
User facility voluntary medwatch reporting an overdelivery received. The report states: "pt receiving fentanyl 45mcg every 5 mins via abbott pca pump. Nurse placed new cartridge in pca pump - 10cc or approx 450mcg delivered in 5-10 mins. Pt discovered extremely groggy - pupils pinpoint - diaphoretic. Immediately given narcan .2mg ivp x 2 doses. Pt transferred to intensive care unit as a precautionary measure." Additional info obtained from customer contact. The pump was programmed as reported. According to the customer contact, "the syringe was changed at 0900 hrs. The rn had difficulty seating the syringe in the chamber and several "check syringe" alerts were noted during set up. Finally, the rn was able to seat the syringe in the compartment and the "check syringe" alert stopped." There was no info available as to whether the set was clamped during the syringe change. The nurse left the room for a short time and returned with the physician (who was making rounds). It was reported that the pt appeared "pale, diaphoretic, pupils pin pointed, and slow to respond to verbal and painful stimuli. Pt's oxygen saturation via pulse oximeter was at 83%, blood pressure 140/78, respiration rate unknown. 5l o2 per nasal cannula was initiated and 2 doses of narcan 0.2mg intravenous push (time frame between doses unspecified). It was reported that the pt responded to the interventions. Oxygen saturation up to 96% with appropriate verbal response. According to the customer contact, the pt was transferred to the intensive care unit for observation. There was no further info available.